Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The following physical damage was also noted: cracked reservoir tube lip, cracked battery tube threads, cracked casing at a display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error during the manual prime process. The patient's blood glucose at the time of incident was 3.1 mmol/l. Troubleshooting was initiated for the motor error alarm. The pump was not exposed to an MRI or CT scan. The pump had not been bumped or dropped either. The customer was also able to rewind the pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.